Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The tibial component shifted medial and the block was protruded when the surgeon inserted the implant after the bone resection because the amount of vertical bone resection was insufficient. The surgeon would like to know whether there is no problem or not with this exact size design without cement mantle.